Event description:
Patient reports that pump gave her a no disposable pump alarm after it had been infusing for 5 hours and switched to her other pump. She was told to check the alignment of the cassette and to try using it again. However, the pump gave the same alarm again after 12 hours so she switched to her backup pump. New pump to be sent. The product complaint occurred while in use with the patient but did not cause or contribute to patient injury. A return box was sent to the patient to return malfunctioning pump to the vendor. Dates of use: from (B)(6) 2016 to present. Diagnosis or reason for use: (B)(4).